Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed as no lot number was reported. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "bullet lodged in metal grating and pulled off suture string. Bullet appeared lost. Bullet was removed from device for confirmation of patient safety. It was not deploying correctly and pulled off somehow". A new device was used to complete the procedure. No patient harm or injury. The patient status is reported as "fine".